Event description:
(M) was on a plv100 ventilator - circuit became disconnected at 50cc flex tube and hme - 24cm h2o pressure held in vent circuit = low pressure alarm not activated, (m) was off approx. 30 min. Ctb.

Manufacturer narrative:
State police in possession. Initial reporter (e) stated on medwatch form 3500a (10/05) that suspect medical device (d) was medicomp hme filter. However, in b (5) explanation, she states pt was on a plv 100 ventilator when the circuit became disconnected at the 50cc flex tube and the hme filter. The facility in question purchases medicomp's hme filter separately from the flex tube and connects them (as well as other circuit components) at pt site. Therefore, when the disconnect occurred, it's not the fault of the hme filter or flex tube, but of the user not attaining proper assembly of the entire circuit. Also, the ventilator is mandatorily equipped with multiple alarms that should "activate" when a disconnect occurs. Alarm (s) on ventilator did not "activate" when disconnect occurred, which questions whether or not the ventilator's alarm system was initiated or malfunctioned. Upon return of filter's from the user facility, filters from lot numbers 4342/ 4343/ 4344/ 4346 were individually re-quality controlled (visual, pressure tested for air leaks, gauged for iso standards) and passed all inspections. They were tested under strict quality control and found to be within all specifications.